Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received motor error and stuck in rewind process. Customer was able to clear the alarm and was not able to rewind the insulin pump. Drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had constant motor error alarm during the rewind test due to corroded motor home switch. Unable to completed the functional testing, including the displacement test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, delivery accuracy test, the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to constant motor error alarm. Unable to test for prime/fill anomaly due to constant motor error alarm. Device had cracked case at display window corner, scratched case, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.